Event description:
Procedure: lobectomy. Reportedly, after firing, the black return knobs did not return. The surgeon had to cut the uncut area with the knife and release the device from tissue. Manually sutured to repair area. No further pt injury reported.